Manufacturer narrative:
This information was not provided during the initial report. Device cleared for use, but not marketed in the us. Synthes is unable to determine the date of the manufacture. The investigation could not be completed, no conclusion could drawn, as no product was received.

Event description:
During a clinical investigation, it was reported that a patient in (B)(6) implanted with (B)(6) drillable during a trial on an unknown date experienced a possible reaction to the implant. Patient complained of pain during follow up period on (B)(6) 2011 and was hospitalized with inflammation and possible infection. Patient had a re-operation, a culture was taken and found negative. Patient was treated with antibiotics. This is one of two reports for this event.